Manufacturer narrative:
Additional information: medwatch; added report number. Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Patient became disconnected from fluids. Upon changing tubing and reconnecting patient, the bd maxguard extension set (microbore) would not flush to prime the line. Two more extension sets were obtained and would not flush to prime the line. No patient harm.